Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.6, lab: 1.5. Patient's target therapeutic range is 2.5-3.0. Results done within minutes of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 0.6, reference: 1.5, mean: 1.05, confidence limits: 0.8 - 1.2. The mean of the inratio meter and comparative system inr were calculated. The inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documents variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 257060 on 09/14/2011 met accuracy and precision criteria. Test results are as follows: donor 102 = 1.8, 2.4, 2.1 inr; donor 103 = 2.8, 2.9, 3.2 inr. At least two out three replicates are within the allowable bias (+/- 1.0) of reference results for donor 102 (2.56 inr) and donor 103 (1.75 inr), respectively. In-house test result have 14.29% and 7.02%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Cause for discrepancy for each patient may be different. Recent retained strip test result comparison met accuracy and precision criteria. Root cause could not be determined by the information customer provided. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.